Event description:
It was reported that an infusion set was deployed incorrectly when the user attempted to remove the spiral paper and the adhesive stuck to the applicator needle; the event involved the infusion set and cartridge and a replacement supply was provided with troubleshooting and education completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an improper or incorrect procedure or method related to the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributed to the event.